Manufacturer narrative:
Analysis of the titan anchor found no significant anomaly. (B)(4). Breach cuts were observed on the silicon sleeve.

Event description:
It was reported that a titan anchor wouldn't clamp. It was replaced with another product. The reporter stated that the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3550-39, lot# 0206319114, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.